Manufacturer narrative:
Date rec'd by MFR: 29jul2019. The philips service engineer (fse) confirmed the reported issue of navigation ring failure. The fse replaced front bezel and tested the device with no further issues. The unit returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the nav-ring was bad. There was no patient involvement. Event date not specified; estimate used.